Event description:
It was reported that the customer received a motor error alarm. The customer stated that the insulin pump continued to initialize over and over again. The customer believed that the insulin pump was in suspense with a black closed circle at the top of the screen. The customer was unable to rewind. The customer's blood glucose was unknown. The alarm occurred during basal delivery. The customer stated that she had changed her infusion set in the morning, and the insulin pump had been working fine. Troubleshooting was done. The customer was receiving the off no power alarm. The customer was unable to complete the rewind sequence. The buttons on the insulin pump also were not responding at one point. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip and cracked display window.